Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator that allegedly had evidence of melting to the power cord. There was no report of patient harm or injury. The manufacturer received information from the durable medical equipment (dme) supplier that the melting was caused by an external source.

Event description:
The manufacturer received information that an everflo oxygen concentrator allegedly had evidence of melting to the power cord. There was no report of patient harm or injury. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.